Event description:
It was reported that,"the stem loosened."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.